Event description:
It was reported that the patient underwent an explant procedure wherein the spinal cord stimulation (scs) system was removed for an unknown reason. No further information has been obtained at this time.

Manufacturer narrative:
The devices sc-2218-50, serial number (B)(6) and the sc-1200 serial number (B)(6) were not returned to boston scientific for analysis. However, a review of the device history record (DHR) confirmed that the devices met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Based on the available information, boston scientific has assigned and investigation conclusion code unable to exclude device problem. B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7073192 UDI: (B)(4) product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7073250 UDI: (B)(4)

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7073192. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7073250. UDI: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure wherein the spinal cord stimulation (scs) system was removed for an unknown reason. No further information has been obtained at this time.